Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. The ipg would no longer communicate with external devices. As a result, the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy was established post operatively.